Event description:
During a pta/stenting treatment procedure, withdrawal difficulties of the balloon were encountered. After successful deployment of express biliary stent at 10 atm the physician post-dilated with the same ballon to 14 atm. Upon deflation the balloon would not retract back into the 6 fr guide catheter. The entire system was removed as one unit. The procedure was successfully completed. The lesion being treated was moderately calcified and 40% stenotic. No add'l intervention was needed. No pt injuries or complications were reported. Pt status is reported as 'fine'.